Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of 500 mg/dl. Customer had symptom of vomiting. Customer was hospitalized due to diabetic ketoacidosis. Customer was still hospitalized at the time of call and was needing for a representative to go to the hospital to verify's insulin pump's status prior to being released. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, it was found that cannula was bent. Caller was advised to change infusion set.